Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature from tokai university oiso hospital, japan. The title of this report is ¿open reduction and internal fixation for dorsal fracture dislocations of the proximal interphalangeal joint using a miniplate¿ which is associated with the stryker ¿variax hand plating¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from march 2003 to may 2009. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 2 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses flexor digitorum profundus tendon adhesion followed by revision. 2 out of 2 cases. The report states: ¿we experienced 2 cases that showed insufficiency of the active dip joint flexion owing to fdp tendon adhesion resulting from the use of a relatively long miniplate in the first few cases of this series. These cases required tenolysis with removal of the miniplate.¿¿